Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to oversensing of noise. A new lead was implanted at the same surgical intervention. No additional adverse patient effects were reported.